Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of "hi" (>33.3 mmol/l) and 13.7 mmol/l within 1 minute on the mobile system. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation.